Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the device does not inflate or deflate. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
B3 approximated.